Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on the 15th january 2010 and performed to specification up to the 10th february 2013. The device failed a self-test due to a low battery on the 17th february 2013. The device remained in fault mode until the 5th march 2013 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded in the device memory between the 15th july 2015 and the 19th november 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.